Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/15/2015 with the following findings: the pump was found to be ejecting insulin during the load step. The pump¿s force sensor was checked and found to be out of calibration. The force sensor was removed and the resistance value was found to be out of specifications. The force sensor plate was found to be dimpled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the force sensor was damaged and outside of the proper calibrated range. This report is made based on results of investigation completed on 09/15/2015.